Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Since no device ID was provided, it is unknown if this event has been previously reported.

Event description:
It was reported that tones were audibly heard from the device, but they did not sound like alerts. The device was not able to be interrogated. Further follow-up did not yield any additional relevant information regarding this event. No patient complications have been reported as a result of this event.